Manufacturer narrative:
(B)(4).

Event description:
It was reported that during routine follow-up of an asymptomatic patient, slow charge time was observed. The capacitor charge time was re-tested twice and both times the device timed-out before reaching full charge. Patient will be scheduled for generator replacement.

Event description:
New information received notes that the device was explanted and replaced.

Manufacturer narrative:
Final analysis found the reported extended charge time was confirmed in the laboratory via review of the device image. The hv capacitors were sent to the manufacturing site for further evaluation and an internal capacitor anomaly was found. The root cause of the extended charge time was an internal hv capacitor anomaly.